Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. She could not recall any significant events leading to this alarm. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump also received with minor scratched lcd window and cracked reservoir tube lip.